Event description:
It was reported that the patient was experiencing incontinence because the artificial urinary sphincter (aus) cuff was not closing correctly. An artificial urinary sphincter (aus) replacement surgery was performed to removed the 12 years old device. The outcome of the procedure was fine.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.